Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that an occlusion occurred. Customer reported a blood glucose level of 370 mg/dl. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.